Manufacturer narrative:
The user facility report was received with 2 months delay after the event and was the only source of information; the hospital did not involve the local dräger s&s organization into any follow-up measures, and the contact person named in the ufr was not able to provide additional details. This lack of information does not allow a case-specific evaluation. As a general assessment, the following can be derived from the ufr: a black screen and output stop would be a strong indication for a complete loss of energy. The device can be operated in combination with an optional external battery to cover mains power losses for a certain period of time - it is not known if this option was in use or not. A complete loss of power triggers an acoustical alarm for at least two minutes which is buffered by an independent power source. The device is nearly 14 years old and has thus lasted longer already than the product's useful life; its state of repairs and preventive maintenance is not known to dräger. Finally, the exact circumstance under which the event occurred could not be determined - it could have been related to infrastructure issues (loss of mains power supply), use error (accidentally unplugging the power cord), technical issues (malfunction of the internal power supply), lack of preventive maintenance or a combination of multiple factors. The reported event may also have been related to other conditions than loss of energy supply.

Event description:
It was reported that the ventilator suddenly exhibited a black screen and stopped to deliver flow & pressure. As per report, the users connected the patient to a replacement device; the event did not result in any health consequences.